Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that their insulin pump was damaged and the display was blank. The customer¿s blood glucose level was 113mg/dl at the time of the incident. The customer¿s nurse reported that his pump failed several weeks back and he said he tried to call but he wasn't able to get through. The customer¿s nurse stated the battery in his pump died and when he tried to replace it he couldn't get the pump to turn back on. The customer tried several batteries and couldn't get it to work. The customer¿s nurse stated the contacts on the battery cap were not missing or damaged. The customer stated that the battery compartment was damaged. The customer¿s nurse stated the spring was neither damaged nor corroded. The customer¿s nurse stated that she can see something at the base. She was not sure if it was corrosion or dirt and can't stick her finger in there but there was something at the base. The customer reported that the emergency room notes indicate the patient had advised them his pump had not been working for 3 days. The customer¿s nurse reported that the patient did not go to the emergency room for high blood glucose readings. He went to get syringes so he can get back on manual injections since his pump had stopped working. The insulin pump will be returned for analysis.